Manufacturer narrative:
(B)(4). The service engineer (se) inspected the device and verified the reported issue. The se ordered a replacement battery for the customer. The customer will install the battery once it has been received.

Event description:
It was reported that, a 980 ventilator generated a battery voltage out of specification error message. The ventilator was not in use on a patient at the time of the reported event.

Manufacturer narrative:
The device was repaired and the reported issue was isolated to damage due to a power surge from an unknown source. If information is provided in the future, a supplemental report will be issued.